Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. A review of similar cases for this batch was not applicable as no batch number was reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-oct-2015 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and one implant had drifted in myometrium. This event, interpreted as device embedded (partial perforation), is considered listed according to the reference safety information for essure. In this particular case, the consumer had one implant that had drifted in myometrium. A laparoscopic sterilization was performed in order to remove the implant, but it was not managed to remove due to the location. The next step would be a hysterectomy. Considering the positive temporal relationship, the lack of alternative explanation and considering the known risk that the device could move out of fallopian tubes, the device embedment is regarded as related to essure. This case was upgraded to incident since a surgical intervention was required. Additionally, other events were reported. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up information cannot be obtained.

Event description:
This is a spontaneous case report received from a reporter in (B)(6) on 06-aug-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization. The reporter from a tv program stated that she was contacted by a person whose one implant came out during menstruation and the other implant has drifted in myometrium. Follow-up information received on 14-aug-2015. Case is now upgraded to incident. The reporter's column has been published and it includes further information. The consumer is (B)(6) female who has been essure sterilization performed 5 years ago. Last year was the worst struggle of her life: pain, problems caused by medications and getting for a help. The consumer had an appointment with a doctor due to strong lower back and abdominal pains. The pain radiated to front femurs and she had pressure feeling in urinary bladder. Moreover her breasts were so sore that she could not sleep without sports bra. She was examined by general practitioner, occupational health physician, internal medicine specialist and also gynecologist but reason for her symptoms was not found. Her symptoms was deduced to be caused by her back (image was taken from the back, exact method not mentioned in the column). She got strong pain killers which caused constipation. She was in sick leave several times. In (B)(6) 2015 a turn happened when she noticed that one implant came out during menstruation. Gynecologist stated to her based on x-ray taken in spring 2014 that implant has been in uterus. The consumer has requested a new x-ray because she was worried about if part of implant might still be inside her. X-ray has not performed despite of her request. Because contraceptive effect was not reliable any more, hormonal intrauterine system has inserted even if she doubted. She had to return to hospital after a day because of fever. She got uterine infection and it was noted that intrauterine system is not suitable for her. She was very sick for many days. In (B)(6) 2015 the consumer was operated with a purpose to remove the other implant and perform a laparoscopic sterilization. After operation the consumer read from hospital records that implant was not managed to remove because it was partly inside the myometrium. Next step will be hysterectomy. The consumer does not say that essure will be suitable for nobody. She only wanted to remind by her story that symptoms might be very tough for those who suffers from them. Company causality comment: this is a non-medically confirmed spontaneous case report. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and one implant had drifted in myometrium. This event, interpreted as device embedded (partial perforation), is considered listed according to the reference safety information for essure. In this particular case, the consumer had one implant that had drifted in myometrium. A laparoscopic sterilization was performed in order to remove the implant, but it was not managed to remove due to the location. The next step would be a hysterectomy. Considering the positive temporal relationship, the lack of alternative explanation and considering the known risk that the device could move out of fallopian tubes, the device embedment is regarded as related to essure. This case was upgraded to incident since a surgical intervention will be required. A product technical analysis is expected. Additionally, other events were reported. Follow up information cannot be obtained.